Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a severe bladder infection and now they are going every hour or more. Patient stated that they are now wearing a panty liner. Patient service specialist asked the patient when they noticed the return of symptoms and patient stated that it was probably two weeks ago. Agent offered to troubleshoot with the patient but the patient confirmed on the call the handset was dead and was currently charging it. Agent reviewed charging up equipment and calling patient services back to continue troubleshooting. Additional information was received from the patient. Patient followed up in regards to their ins not working. Patient stated that they have been getting up every 2-3 hours at night and that they have had to wear panty liners when carrying out daily activities. Patient also mentioned that they are having trouble connecting to their ins and that they have tried 2 times. Agent offered to help get the patient connected, patient declined. Patient was inquiring on why their device didn't last as long as their previous, agent reiterated that stimulation levels impact battery life. Caller is under the assumption that their device is depleted, agent clarified that they must visit their hcp for verification. Patient stated that they would like the ins replaced and requested physician listings sent by mail. Agent initiated request. Additional information was received from the patient. It was reported that the device was still not working right, they were still wetting themselves. Issue has not yet been resolved, device revision has been scheduled.